Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent knee arthroplasty on an unknown date and was revised approximately eight and a half years later due to osteolysis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " it has been reported that wear debris may initiate a cellular response resulting in osteolysis, or osteolysis may be a result of loosening of the implant."